Manufacturer narrative:
Resolution and disposition: the fse reported the cables and flow sensors were reseated to address the reported problem. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a.

Manufacturer narrative:
Patient information was requested and the customer declined to provide it.

Event description:
The customer reported est failed; o2 flow issues; oxygen delivery test failed due to oxygen flow out of range. The customer reported patient involvement and no patient harm. The ventilator was removed from the patient and the patient was placed on a different ventilator.